Event description:
It was reported an external fluid leak was observed in a u9000 set during disinfection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for d4: lot #. Additional information was received which provided that the lot number involved is 2-1811-h-01. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. Should additional relevant information become available, a supplemental report will be submitted.